Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2010; 0158 boston scientific lead, implanted (B)(6) 2002; a7700-29 mechanical valve, implanted (B)(6) 1996.

Event description:
It was reported that there was double counting on the left ventricular (lv) lead, which is plugged into the right ventricular (rv) port in the device. This occurred due to the addition of adenosine post ablation procedure, which was thought to have caused a widening of the qrs complex. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.